Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system was explanted due to infection. The physician suspects the patient's behavior of picking at the incision and poor hygiene habits caused or contributed to the infection. No additional adverse patient effects were reported.